Event description:
After two shocks, the ede 1110l meditrace AED electrode heated up and fell apart around the connector and was no longer sticking. This was an isolated incident. The electrodes were replaced with new lot codes and no other issues have been reported. The pt survived and was reported to be on life support following the incident.